Event description:
Caller reported potential false negative hcg on the consult diagnostic cassette compared to the lab. A (B)(6) female pt received a positive result using a home pregnancy test. Initial sample was collected and tested on a previous lot (see MFR report # 2027969-2012-00648). The pt's blood was sent to the lab for testing and came back positive at 453,000 miu/ml. The pt came back into the office on (B)(6) 2012 and a fresh sample was collected at 1:30 pm. All three results came back negative. No additional pt info provided.

Manufacturer narrative:
No pt samples were returned for investigation. Product support tested retained lot hcg0070182. Investigation results as follows: control lot: 20miu/ml hcg urine lot: hcg120130-01, 100miu/ml hcg urine lot: hcg120223-01, 244.7iu/ml hcg urine lot: hcg111130-01, 500iu/ml hcg buffer lot: hcg120228-01. Summary of results: the retention devices meet qc specifications. Details as below: correct positive results were observed when tested with 20miu/ml hcg urine control at 3 minutes read time. (N=5). The 100miu/ml hcg urine control yielded clearly positive results at 3 minutes read time. (N=5). The 244.7iu/ml hcg urine control yielded clearly positive results at 3 minutes read time. (N=5). The 500iu/ml hcg buffer control yielded clearly positive results at 3 minutes reading time. (N=3). Conclusion: from retain testing with in-house controls, the customer's results was not replicated and the product performed as expected. No abnormal results were found upon review of mfg document. Lot in complaint is expected to be returned and will be investigated once it is returned.